Event description:
During an in-clinic follow-up, a drop in battery longevity was noted when the device was interrogated. Upon reinterrogation, the battery longevity returned to normal. Abbott technical support was contacted and noted a diagnostic anomaly occurred. No intervention was performed. The patient was stable and will continue to be monitored.